Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information was received and indicated that the cause of the impedance issue was not determined. The physician chose to change the shock vector from triad to coil to can. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.